Event description:
It is reported by the surgeon that the long 2,5mm drill tip breaks very easy during drilling of the posterior inrapectineal holes of the plate (two breakages in this operation). The drill tips could be seen in the posterior column of the x-ray.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: based on the event description which states 2.5mm drill bit was broken as well as the received x-ray which shows broken drill tips in patient bone the complaint history review, labelling review, nc/CAPA history review and the risk assessment was performed on scaled drill, 2.5mm ao fitting, ref# 703966 as the event happened during a pelvis ii surgery and the description states a 2.5mm drill bit was broken. However the catalog number and the lot code were not provided, the reported device remains unknown. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The operative technique pelvis ii system overview (literature number: mt-st-1 rev 0) was reviewed and states the following: "note: instrumentation is provided to assist the surgeon in fixing the plates to the bone and for accurate placement of independent screws. In order to achieve this without difficulty, please adhere to the following: 1. Use a sharp drill bit when drilling bone, particularly in areas of hard, dense bone. ¿ gives the surgeon more control of the drill and helps to prevent plunging that may injure neurovascular structures, viscera, or other soft tissue structures. ¿ lessens the possibility of heat build-up. ¿ blunt drills should be discarded and replaced with new ones. 2. When drilling, especially in plates, the surgeon should use the designated drill sleeves or the new plate screw inserter. ¿ this assures the most accurate placement of the screw, centered in the screw hole. ¿ the sleeve acts as a guide to indicate the direction of drilling. ¿ the drill sleeves protect the adjacent soft tissues. ¿ prevents heat buildup and the creation of debris. ¿ prevents the drill from being seized and blocked in the sleeve or drill guide. ¿ prevents damage to drills." [Original statement] the root cause of the reported event could not be determined as the reported device was not returned for evaluation. If any further information is provided, the investigation report will be updated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
It is reported by the surgeon that the long 2,5mm drill tip breaks very easy during drilling of the posterior inrapectineal holes of the plate (two breakages in this operation). The drill tips could be seen in the posterior column of the x-ray.

Manufacturer narrative:
(B)(4).

Event description:
It is reported by the surgeon that the long 2,5mm drill tip breaks very easy during drilling of the posterior inrapectineal holes of the plate (two breakages in this operation). The drill tips could be seen in the posterior column of the x-ray.